Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and post procedural haemorrhage ("just spotting a little"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain and post procedural haemorrhage outcome was unknown. The reporter considered pelvic pain and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet received. Case became incident. Event post procedural bleeding added. Removal details updated. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.